Event description:
The user facility reported that a specialist registrar (physician), undergoing training, performed an angio-seal deployment. A femoral angiogram pre-insertion realized no complications and the patient was discharged the same day. 4 days post-procedure, the patient presented with evidence of a "lump" in the right groin. The patient was sent home without further investigations. Four days later, the patient again returned to the hospital with a "swollen groin". Palpated pulses indicated no loss of dp (doral pedis) or pt (post tibial). A femoral angiogram confirmed the presence of pseudoaneurysm. Based on this finding, the patient underwent surgical intervention to resolve the presence of a pseudoaneurysm. The angio-seal device was not removed and the patient is reported to be recovering and in good condition.